Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the stent delivery wire (sdw) and introducer sheath were inserted in the dispenser hoop. The stent was returned deployed and was fully opened but was noted to be compressed. The stent was severely damaged with frayed edges on both ends. The sdw was kinked/bent, and the coils were noted to be stretched. The distal sdw tip was broken fractured, and the petal was not returned. The introducer sheath was badly damaged. Functional inspection was not required as reported event were confirmed due to the damage noted to the stent. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported ¿stent difficult/unable to transfer¿ and 'sdw deformed' was confirmed during analysis based on the damage noted to the returned device. Product analysis found the returned stent had been deployed. The stent was deformed with frayed braid edges. The sdw was noted to be kinked/bent. The distal sdw tip was broken/fractured, and the petal was not returned. The introducer sheath was badly damaged. It is probable that procedural or anatomical factors contributed to the reported event. An assignable cause of procedural factors will be assigned to the as reported ¿stent difficult/unable to transfer¿ and 'sdw deformed' and as analyzed 'sdw broken/fractured during use', 'sdw deformed, 'sdw kinked/bent', 'stent introducer sheath distal tip damaged', 'stent deformed' and stent deployed prematurely during preparation as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that for an c6 irregular aneurysm case; resistance was felt while transferring subject flow diverter stent into microcatheter. When operator withdrew it, tip of subject stent delivery wire was found stretched. Update: the subject stent was returned for analysis and the device investigation revealed that the subject stent delivery wire was found to be broken fracture during use. The procedure was completed successfully with another device without any clinical consequences to the patient.